Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic for a generator exchange. During the procedure, it was observed the left ventricular left had a low pacing impedance, a failure to capture, and blood was noted under the insulation as well as abrasion. The lead was capped and replaced. The patient experienced no symptoms related to this procedure.